Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the reported unspecified tissue injury associated with the chordae rupture, heart failure / congestive heart failure, cerebrovascular accident associated with stroke, and hemorrhage / blood loss / bleeding associated with the assess site bleeding, could not be determined. The reported patient effects of death, tissue injury, heart failure, cerebrovascular accident, and hemorrhage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The reported device malfunction and death in b5 are captured under a separate medwatch reports.

Event description:
This will be filed to report a chordal rupture, hemorrhage, heart failure, hospitalization, and stroke. This research article is a retrospective study designed to evaluate the timing and selection of optimal candidates for mitral transcatheter edge-to-edge valve repair. Complications identified in the study included: single leaflet device attachment, complete clip detachment, chordal rupture, hemorrhage, heart failure, hospitalization, surgical intervention, stroke, and death. In conclusion, mitral valve repair with mitraclip is safe and it improves the mid-term functional class of patients regardless of left ventricular ejection fraction. Details are listed in the attached article titled, "global longitudinal strain predicts outcomes in patients with reduced left ventricular function undergoing transcatheter edge-to-edge mitral repair".